Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue.  The device was returned to olympus for inspection, and the reportable malfunction of a cut on the cord was confirmed. A definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head has a cut on the cord. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head has a cut on the cord. The issue occurred during preparation for use for a diagnostic procedure. There were no reports of patient harm.